Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during fill one of four while the patient was connected. The patient stated that there was a big gap of air in the patient line. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The technical service representative (tsr) assisted the patient with ending therapy. The tsr advised the patient to dispose of the current supplies and start over with all new supplies, and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.